Event description:
Attempted to increase insulin gtt from .5 to .6. Would not take, no confirmation screen but checked rate under "view/edit and it was running at .6 but not on the main screen still at .5.the following are comments from biomed technician. "We have been doing some testing and it seems to not only be the case with insulin, but just about any time you increase the rate by 0.1ml/hr. We have verified this in a manual program in ml/hr, magnesium (concentration entered in mg/ml), dobut 2000mcg/ml. If you program heparin, which has a concentration of 50units/ml, for a rate of 5 units/hr then increase to 10 units/hr, the main display will not update and continue to display 5 units/hr. We are running an extended test to see if we can determine if the rate is actually changing, and the main display is just not updating."they were able to confirm that the actual flow rate appears to always match what is displayed on the main screen when running.I do have a video showing the problem which I can send if desired.manufacturer response for infusion pump, sapphire (per site reporter).======================the manufacturer is looking into a new software update to correct the problem. Current recommendation from manufacturer is that when the user wants to increase the rate, first set rate higher than desired rate then lower rate to desired rate.